Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coloprotectomy procedure, the instrument didn't operate properly - did loose the white teflon - not in the patient. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.